Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a post-use needle stick injury. The following information was provided by the initial reporter: the technician was stuck in her hand on 06/20/2023 after she finished drawing the blood from the patient, pulled the needle, and was about to press the button, "the whole needle collapsed in her hand", she was wearing gloves but the needle went through the glove; exposure to patient's blood occurred; the injured was sent for med. Examination and testing; facility is waiting for test results.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a post-use needle stick injury. The following information was provided by the initial reporter: the technician was stuck in her hand on (B)(6) 2023 after she finished drawing the blood from the patient, pulled the needle, and was about to press the button, "the whole needle collapsed in her hand", she was wearing gloves but the needle went through the glove; exposure to patient's blood occurred; the injured was sent for med. Examination and testing; facility is waiting for test results

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.